Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
T was reported that the customer received multiple altitude alarms. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the alarm & resuming insulin delivery.